Event description:
A technician reported that a pt experienced an unexpected outcome of blurry vision following an intraocular lens (iol) implant procedure. There are no plans for further surgical intervention at this time. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information. A completed questionnaire was not received. (B)(4).